Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 0.9, lab: 2.0. Tests were performed a few minutes apart. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.